Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, pre-use check failure occurred after one week after installation and whole device was sent to manufacturer for repair. According to the return information note the device failed internal leakage test during pre-use check due to dirty safety valve membrane. After cleaning the issue was solved. The device was delivered to the user in working condition. Unfortunately the device's logs were not available for further analyze. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).